Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphical user interface (gui) printed circuit board (pcb), which resolve the issue. (B)(4).

Event description:
Covidien received info of a garbled upper display. The malfunction did not occur during pt use.